Manufacturer narrative:
The initial report categorized the type of reportable event as "other: user error," when in fact it was a malfunction. This report is updating section "h1" to correctly categorize the incident as a malfunction.

Event description:
There were no adverse effects on the patient, or the technician who received the unintended delivery of energy.